Event description:
It was reported that the autopulse platform did not turn on when a fully charged autopulse li-ion battery was used. The autopulse platform displayed a fault message but the message was not recorded. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that the li-ion battery was unable to test in the battery charger. The battery has been cycled and reconditioned. The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The product in complaint was initially received by zoll (B)(4) on 01/29/2014 and was then returned to zoll circulation in (B)(4) on 02/04/2014 for investigation. Investigation results as follows: the root cause was investigated. The complaint was confirmed. Based on the archive review, one of the thermistors inside the battery reported a temperature that differs from the other thermistors by an amount that exceeds the established threshold. Based on the evaluation results, the most probable cause was determined to be mechanical impact to the battery that led to damage of one of the thermistors, causing it to report a temperature significantly different from other thermistors in the battery.